Event description:
The customer reported via phone call that they had excessive no delivery alarms and a motor error alarm on the insulin pump. Customer stated that they reported no delivery alarms before and the new infusion sets that were sent did not change the problem. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that they do not want the loaner pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.